Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed through examination of a returned product sample. The customer provided one guide wire. The syringe was not returned. The guide wire was kinked at 2 and 3 cm from the proximal end and at 3.5 cm from the j-tip weld at the distal end. Microscopic examination found the core wire to be protruding through the kinked coils near the j-tip. The device was not unraveled or separated. Both welds and the safety ribbon were intact and appeared typical. The guide wire was within dimensional specifications and a review of manufacturing records did not yield any relevant findings. The probable cause of this issue could not be determined based on the information provided and without return of the raulerson syringe. No further action will be taken.

Event description:
It was reported that during insertion in the patient's room, the user was unable to insert the guide wire through the raulerson syringe placed in the patient's femoral vein. At that point, the user found that the guide wire was "frayed" 2cm from the tip. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.